Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is at eri due to charge time of 20.0 seconds. Battery voltage was okay. The device was not used for pacing, and only 4 sustained episodes were recorded. This device was explanted and another ICD was successfully implanted. No adverse patient symptoms were reported.